Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor and display adapter circuit boards were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys intermittently would not boot up. No pt injury was reported.